Event description:
On (B)(4) 2012 the patient's certified diabetic educator reported that she had concerns with the patient's blood glucose levels being low on (B)(6) 2012. The patient's blood glucose level had dropped as low as 20 mg/dl in the morning of (B)(6) 2012. The patient was not responsive and his wife called paramedics. When they arrived they gave him an IV of glucose and took him to the hospital. Follow-up revealed that the patient stopped using the infusion device on (B)(6) 2012. The doctor directed the patient to utilize insulin injection therapy until a follow-up appointment scheduled for (B)(6) 2012. The patient does not think there is anything wrong with the infusion device, but his doctor states that there is something wrong with the infusion device. The patient was not admitted to the hospital; he was monitored in the emergency room. The infusion device, adapter, insulin cartridge, and infusion sets were replaced and requested to be returned for evaluation. Related to medwatch 2183996-2012-01244.